Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed itchiness under the lifevest. The patient reported having a prescription lotion that he wanted to use for the itchiness. Follow-up indicated that sweat was wipe off of the device and otc (B)(6) cream was applied and the skin irritation was better.